Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would stall. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during routine check the electric dermatome handpiece was unable to work. A different power supply box was used; however, handpiece unable work. Device was unable to power on. Investigation found the motor would stall and the motor speed was low. No adverse event was reported as a result of this malfunction.